Event description:
It was reported that patient underwent a shoulder arthroplasty procedure utilizing a stem inserter on (B)(6) 2011. During the procedure, the inserter would not disengage from the implant after the implant was impacted. The inserter and implant were removed and disengaged. The implant was cemented into place and the surgery was completed without injury to the patient or significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the associated package insert that state that this type of event can occur: "specialized instruments are designed for biomet joint replacement systems to aid in the accurate implantation of the prosthetic components... Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Review of sales history indicates that the instrument was distributed in 2008. Additional information pertaining to repair history revealed that the instrument has not been returned for repair since it was consigned. (B)(4).

Manufacturer narrative:
(B)(4).based on the description of the event, it was determined that it should have been reported as a serious injury.this report filed (B)(4), 2011.